Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For fecal incontinence and urina ry/bowel disfunction. It was reported, that they were having some odd sensations at the implant site. The patient said, they got a sharp pain from the right side of their sacrum to the right buttock in the middle of the night. The patient turned the stimulation off and back on and the pain continued for about a week and then went away. The patient was redirected to their healthcare provider to further address the issue. The patient stated, they had an appointment tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.